Event description:
Baxter reported minicaps falling off. No pt injury or medical intervention was associated with this incident per the international affiliate.

Event description:
Baxter reported that a minicap had fallen off a transfer set. The event had happened in 12/2005 while the home pt was traveling in seattle. The pt replaced with their own minicap. The pt then was reported to have rec'd antibiotics in vancouver. The pt did not develop peritonitis. No further info on relative tests or laboratory data, hosp duration (if any), or details of treatment is available per the international affiliate.